Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted, from x-ray, that patient's right ventricular (rv) lead was dislodged, due to twiddlers. The lead and ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies found.